Manufacturer narrative:
This correction report is being sent for corrections to the catalog item identifier, product UDI.

Event description:
This report is based on information provided by remote service engineer (rse), a third-party service technician and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while recording a 12-lead ECG (electrocardiogram) after immediate rosc (return of spontaneous circulation), the crew reported the monitor turned off spontaneously, an audible signal sounded, then the monitor restarted with the "monitoring has been interrupted" message on the screen. The monitoring was delayed by a minute, however, after reboot, the tempus pro returned to monitoring the patient.